Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary =according to the information provided, it was reported via complaint submission tool that an expressew iii suture passer w/o hook is not deploying needles properly. The complaint device was received and evaluated. Visual observations reveal the device is slightly worn, used but in expected condition. To test its functionality, a needle was loaded into the device and was tested on a sample rubber strip. When the trigger was actuated to deploy the needle, there was slight resistance and the deployment was rough and intermittent. The device was tested several times to ensure the improper functioning. The device does not function smoothly. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to an improper maintenance would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components and generate a resistance during the deployment or can be associated to fair wear and tear of the device due to repeated use and sterilization cycles. However, it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the lot number was reported as unknown on the initial report. It has been updated accordingly. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4) incomplete. The lot number is unknown at this time.

Event description:
It was reported via complaint submission tool that an expressew iii suture passer w/o hook is not deploying needles properly. No surgical delay or patient consequences reported.